Manufacturer narrative:
Initial and final MDR 1877030- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula bent event on (B)(6) 2024 and (B)(6) 2024. The event occured 3 or more hours after insertion and the infusion set was in use for less than 5 hours. The insertion site was at abdomen. The blood glucose level was 400 mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.